Event description:
(B)(4)

Manufacturer narrative:
The prismaflex hf1400 set was discarded and not available for inspection. Review of the prismaflex hf1400 set device history record and complaint history files could not be performed since the involved lot number was not known. The exact root cause of the reported event remains unknown.